Manufacturer narrative:
A third party service agent evaluated the device and was able to duplicate the reported issue. The service agent determined a loose screw was the cause of the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Section b5, executive summary of the initial medwatch report indicates: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device battery could not be inserted properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event. Section b5, executive summary of the initial medwatch report should indicate: the customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device could not be inserted properly. In this state the device would unexpectedly lose power, if needed. There was no report of patient use associated to the reported event. Section h6, method code of the initial medwatch report indicates: battery problem. Section h6, method code of the initial medwatch report should indicate: unexpected loss of power.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device battery could not be inserted properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
A stryker service representative performed an evaluation of the customer¿s device and observed that the device battery could not be inserted properly. Stryker replaced the device's battery and tightened the screws to resolve the reported issue. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation it was found that the device battery could not be inserted properly. In this state the device may not be able to deliver defibrillation therapy if needed. There was no report of patient use associated to the reported event.